Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient caused her soreness where the device sits. Patient reported no skin irritation, just soreness. Field support services reported that the patient was very thin and could be contributing to the comfort issues. The patient was told by physician that she could remove the device during the day. The patient reported that soreness improved.